Event description:
The customer reported that the system did not completely boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The biomed said the 5 volt power supply was low and could not be adjusted during the service. The power supply was ordered.